Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that they were unable to interrogate a patient in their office. They got the message "failure to establish communication." It is unknown at this time if the handheld was connected to the wand at the time, the interrogation was being attempted. Good faith attempts are being made for additional information.